Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported air in line alarm. The device was received with bubbled dso seal. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log showed no evidence of the reported problem. To further investigate, a functional test was performed. The reported problem was replicated. It was determined to be due to a defective and inoperable air detector. The air detector was replaced and issue was resolved.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited consistent air in line alarm. No adverse effects were reported.